Manufacturer narrative:
UDI (di):(B)(4).

Event description:
It was reported that low impedance was observed on the right ventricular lead. The patient was noted to be in good condition. All other electrical measurements were normal. No changes were made.

Event description:
New information reported that the lead was explanted and replaced on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
New information reported that low impedance continued to be observed. Low sensing and increased capture threshold were also noted. No intervention was reported.